Event description:
It was reported that the device failed to run on battery power. There was no report of patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be an electronically leaky filter, designator fl4, from the power supply module due to solder flux residue on the power pcb.